Event description:
A report was received on 2/5/2003 from a surgeon who had implanted a memory lens in a pt's left eye in 1999. Opacification of the implanted device was diagnosed in 2002. The lens was explanted in 2003. Visual acuity at 28 days. Later exam reported as 0.2 os. No further info is available at this time.